Event description:
This male pt with a past medical history of pci with drug-eluting stent (brand unknown), hyperlipidemia, and a history of allergy/hypersensitivity was admitted for stable angina and had a 3.5 x 18 mm cypher select plus stent implanted in an 80%, 15 mm, type a instent restenosis stenosis in the distal left main artery (lma)/proximal left anterior descending artery (lad). The lesion was predilated with a 3.18 x 18 mm balloon inflated to 12 atms. The distal lma and the proximal circumflex artery (lcx) were also treated with kissing balloon. There were no procedural complications noted. Between six and 24 hours post procedure, the pt's ck was increased to <2 times the upper limits of normal (uln) and the ck-mb was elevated to 4 times (uln). The pt was ruled in for an intra-procedural myocardial infarction (mi). This was treated with medication; no re-angiography was conducted. After 24 hours, the ck levels were within normal limits and the ck-mb had dropped to <2 times uln. The pt was discharged two days post procedure in stable condition.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product.